Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: sheath liner was torn with length of approximately 5.5 inches starting from 0.5 inches distal of the strain relief. The crimped valve was exposed through the torn liner. Sheath shaft was kinked approximately 5.5 inches distal of the strain relief. Sheath was expanded until the distal end of the liner tear. The remaining length was unexpanded, and the distal tip was unopened. Liner stretching observed in multiple locations distal to the tear. Minor lifting of liner noted, approximately 1 inch in length, located 3 inches from distal tip. Strain relief scratches and tear observed. Tear is 3/8 inch in length, located 3/4 inch proximal of the distal end of strain relief. Dimensional testing was performed on the device. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured and met specification. Liner thickness was measured along the liner tear. Due to the nature of the tear, measurements were taken on one side only. All measurements met specification. Due to the condition of the returned device (liner torn), functional testing was unable to be performed. Imagery was provided for review. The following was observed: the patients access vessels had presence of tortuosity. The reported resistsance was confirmed based on evaluation of the returned device. Available information suggests that patient factors (tortuosity) likely contributed to the event as the access vessels were observed to be tortuous and the returned device showed a shaft kink. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Although use of the left access vessel, which showed similar tortuosity as the right access vessel, was successful using a second set of devices, a stiffer guidewire was used likely aiding in straightening the vessel for easier device trackability. The reported liner puncture was confirmed based on evaluation of the returned device. Available information suggests that patient (tortuosity) and procedural (valve caught on liner, excessive manipulation) factors likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifsciences affiliate, regarding a 23mm sapien 3 ultra valve, the initial valve was unable to pass through sheath in the right common femoral artery. The valve was exiting the sheath about halfway up though the seam near the aortic bifurcation to the iliac. A second valve, commander delivery system and sheath was then used to complete the case using the opposite side (lcfa). No harm noted at time of procedure to patient. The second valve delivered without complication and implanted successfully.

Manufacturer narrative:
Device was returned for evaluation. Investigation is underway.